Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred while the customer was sleeping. Customer reported blood glucose level was 192 (mg/dl). The customer confirmed they did not did not interact with the pump within the set duration for the auto-off feature. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting.